Event description:
Pt reported a too high blood glucose level of 516 mg/dl on (B)(6) 2011 and took correction via the infusion device. Pt stated some time later his blood glucose level was approx 300 mg/dl and next he took correction via the infusion device. Pt reported his blood glucose level got lower. Pt stated on (B)(6) 2011 his blood glucose level was too high again and after he took correction via the infusion device he noticed his clothing was wet and smelled of insulin. Pt reported he checked the infusion set and noticed the self-adhesive was wet. Pt stated he changed the infusion set, took correction via the infusion device and now his blood glucose level is okay. Pt's normal blood glucose level was not provided. Pt reported he disposed of the used infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.